Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain. The cause was not reported. It was reported five days after event onset, the patient presented to the hospital; however, the patient was "sent home the same day". The patient was treated with clindamycin (intraperitoneal, dose, duration and frequency were not reported) and gentamicin (intraperitoneal, dose, duration and frequency were not reported). At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.